Event description:
It was reported that pump experienced malfunction alarm with code malf 12, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset device without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction occurred again.